Event description:
The customer reports that the surgeon fired the device and closed the opening. Post-op the pt's stomach would not empty. The pt was returned to the or to create a new anastomosis. The surgeon felt like the stapler might not have cut, but only stapled.